Event description:
It was reported that occlusion alarms occurred., resulting in the customer's blood glucose level to increase to 658 mg/dl with an unspecified ketones level. The customer required assistance from urgent care where intravenous fluids of saline was provided. To address the high bg level, the customer administered a correction injection via multiple daily injections (mdi). The customer changed the infusion set, and cartridge, and resumed insulin use to resolve the issue.